Event description:
A report was received that a pt had a pocket revision, due to the pt feeling tenderness on her side. The physician moved the pocket area to the right buttocks. The pt was reprogrammed and is reportedly doing well after the revision.

Manufacturer narrative:
This is the final report.